Manufacturer narrative:
(B)(4). The analysis results showed that one device was returned with the nose open as the nose weld was noted to be insufficient not allowing the staples to properly advance resulting in the device to not work properly. No functional test could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components and the lifter was noted to be broken. It is possible that the tip of the device was constrained during the procedure in a manner as to prohibit the natural movement of the lifter, resulting in the driver to dig and break the lifter. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a hernia repair procedure, the device only fired 6 staples and then jammed. Another device was not needed to complete the procedure. There was no adverse consequence to the patient.